Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the implantable cardioverter defibrillator (ICD) exhibited failure to deliver shock due to incorrect interpretation of signal. No intervention was performed. Patient condition was stable.